Manufacturer narrative:
Data and information provided by the customer were reviewed. Return testing was not performed as returns were not available. Device history record review was performed on lot 61824uq03, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. To further investigate the customer¿s issue, the historical performance of reagent lot 61824uq03 was evaluated using world-wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 61824uq03 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 61824uq03. User error may have contributed to issue of generating patient results below the assay linearity after installing a new reagent cartridge as the reagent package insert states the reagents are susceptible to the formation of foam and bubbles that may interfere with proper detection of reagent level in the cartridge, causing insufficient reagent aspiration which could impact results. Review of product labeling found adequate information regarding the issue under review. Based on the investigation, no systemic issue or deficiency of the total bilirubin assay was identified.

Event description:
The customer observed falsely depressed total bilirubin results after a new wedge was put on the instrument. The customer noticed it when they started to get less than results on their patients. They recalibrated the assay and ran qc and qc came within range; they reran their patients and got actual results other than less than and had to make corrected reports. The following data was provided (patient reference range 0.2 - 1.3 mg/dl): sample ID original result repeat result: (B)(6) 0.19 0.71, (B)(6) 0.1 0.23, (B)(6) 0.1 0.43, (B)(6) 0.65 1.14, (B)(6) 0.1 0.51, (B)(6) 0.1 0.32, (B)(6) 0.1 0.36, (B)(6) 0.1 0.36, (B)(6) 0.1 0.54, (B)(6) 0.1 0.3, (B)(6) 0.55 1.08, (B)(6) 0.1 0.45, (B)(6) 0.31 0.82, (B)(6) 0.1 0.3, (B)(6) 0.1 0.33, (B)(6) 0.24 0.75, (B)(6) 0.1 0.51, (B)(6) 0.12 0.62, (B)(6) 0.1 0.54, (B)(6) 0.1 0.63, (B)(6) 0.57 1.05, (B)(6) 0.1 0.26, (B)(6) 0.1 0.5, (B)(6) 0.1 0.28, (B)(6) 0.14 0.62, (B)(6) 0.33 0.85, (B)(6) 0.7 0.56, (B)(6) 0.5 0.39, (B)(6) 1.2 1.71, (B)(6) 0.4 0.25, (B)(6) 0.18 0.71, (B)(6) 0.34 0.85, (B)(6) 0.6 0.45, (B)(6) 0.5 0.38, (B)(6) 0.7 0.54, (B)(6) 0.1 0.42, (B)(6) 0.3 0.19, (B)(6) 0.1 0.45, (B)(6) 1 1.38, (B)(6) 0.2 0.49, (B)(6) 0.1 0.37, (B)(6) 0.3 0.65, (B)(6) 0.2 0.56, (B)(6) 0.9 1.27, (B)(6) 0.1 0.43, (B)(6) 0.2 0.51, (B)(6) 0.2 0.57, (B)(6) 0.6 0.95, (B)(6) 0.2 0.55, (B)(6) 0.5 0.89, (B)(6) 0.1 0.47, (B)(6) 0.1 0.38, (B)(6) 0.6 0.96, (B)(6) 0.6 0.96, (B)(6) 0.2 0.52, (B)(6) 0.2 0.49, (B)(6) 0.8 1.15. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.